Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. The device will be returned for analysis and further information will follow once the analysis has been completed.

Event description:
The customer reported having issues with the insulin pump for the past three years. The caller stated that he got a low battery alarm and had no insulin in the reservoir. He also stated that the device alarmed while attempting to prime. The blood glucose reading was 153mg/dl. Troubleshooting was performed, and the drive support cap was sticking out a little bit. Advised the caller to discontinue the use of the device and revert to back up plan. No further information was provided.